Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini would not power on. The medical surveillance specialist (mss) spoke to the patient on (B) (6) 2010, but he was not willing to provide additional information due to not feeling well. The patient indicated that the alleged issue started on an unspecified date/time three weeks prior to contacting lfs on (B) (6) 2010. At an unspecified time after the alleged issue began, the patient claimed that he developed symptoms of fatigue and stuffiness. He also mentioned that his vision was off and there was an unspecified issue related to this blood pressure. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed a symptom of "impaired vision" which can be associated with a serious injury after the alleged issue began. It is not clear if the patient actually had blurred vision and if his blood glucose was high or low.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.